Manufacturer narrative:
The reported event was unconfirmed. An orange intermittent catheter was returned within its original packaging. The catheter was found to have a coude curve passing it states "accept any curve unless catheter is completely straight". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the tips of the coude catheter were straight. Also reportedly, the tips of the catheter were too curved almost like a circle. Per sample evaluation, it was found that the coude catheter tip was misaligned with the indicator bump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the coude catheters were straight. Also reported that, the tip of the catheters were too curved almost like a circle.